Event description:
It was reported that the device would not operate on battery power. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up normally. Physio replaced the main pcb assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly and determined that root cause for the reported incident was due to a non-functional ic chip, designator u23.